Manufacturer narrative:
Manufacturing process improvements implemented (B)(6) 2015. Parameters used for the assembly of the product have been evaluated and additional validations have been conducted. No reported incidents of this nature have been received for product manufactured after process improvements were implemented.

Event description:
On (B)(6) 2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. The reports stated: the product disconnected and fell apart. Samples were received on 03/28/2016. It was confirmed that the complaint report involved 3 incidents where the connector separated during use. Product code: 415303; lot number: m00298.